Event description:
Event description guidant received information that during device based testing, this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited a popping noise and failed to convert the patient. A second induction was performed and the same popping noise was heard, with failure to convert. The patient was externally rescued. A subsequent warning message appeared with <20 ohms shocking impedance for this chronic defibrillation lead. A painless shock lead impedance test revealed normal measurements.